Event description:
Customer's spouse called to report a hospitalization with high bgs. It was stated that pt has not been connected to the pump for several weeks. Prior to admission pt experienced chest pain, shortness of breath, is on kidney dialysis as well as elevated bgs. The pump alarm history showed numerous alarm messages. Pump also passed the troubleshooting tests that were performed.